Event description:
An occlusion event was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer addressed the issue by changing the infusion set and cartridge, resuming insulin supply.